Event description:
Additional reporting was received that surgery occurred to explant and replace the lead, which resolved the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had several falls, and high impedances were measured at the lead contacts. As a result, surgery may occur to address the issue. The patient also experienced pain at the ipg site, documented in the following report (related manufacturer reference number): 3006705815-2020-30711.